Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device would not turn on. During review of the alarm logs, an f-94 (configuration option settings checksum is not 0) alarm was discovered. The cause of the condition was low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. There was no patient involvement. No additional information is available.